Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluating the customer¿s device, stryker observed that the device had logged an event code in the memory, which is related to a potential issue of the device delivering energy. Additionally, the customer reported that the on button was not functioning intermittently. There was no patient involvement reported during the event.

Manufacturer narrative:
Section b5 executive summary of the initial medwatch report (MFR report # 0003015876-2023-01267) indicates: the customer contacted stryker to report a non-critical issue with their device. Upon evaluating the customer¿s device, stryker observed that the device had logged an event code in the memory, which is related to a potential issue of the device delivering energy. Additionally, the customer reported that the on button was not functioning intermittently. There was no patient involvement reported during the event. Section b5 executive summary of the initial medwatch report (MFR report # 0003015876-2023-01267); should indicate: the customer contacted stryker to report a non-critical issue with their device. Upon evaluating the customer¿s device, stryker observed that the device had logged an event code in the memory, which is related to a potential issue of the device delivering energy. The customer also reported that the on button was not intermittently functioning and unexpectedly powered off. There was no patient involvement reported during the event. Additional narrative: stryker evaluated the customer¿s device and could not verify or duplicate the reported issues. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluating the customer¿s device, stryker observed that the device had logged an event code in the memory, which is related to a potential issue of the device delivering energy. Additionally, the customer reported that the on button was not functioning intermittently. There was no patient involvement reported during the event.